Event description:
It was reported that the physician's hand held screen would continually freeze upon successful interrogation of vns patients devices. The physician would remove and reseat the flashcard, and the freezing screen would temporarily resolve. The physician requested a new hand held be shipped to replace the non-working device. The non-working hand held and software were returned to manufacturer for analysis. An analysis was performed on the flashcard, and the reported complaint could not be duplicated with the system in its "as received" condition. The flashcard and software performed according to specifications. It was identified that under certain conditions, the hand held screen can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the reported freezing screen complaint was verified. Analysis of the hand held revealed no anomalies, and the device performed as intended.